Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk.

Event description:
It was reported that the customer had issues with prime/rewind. The blood glucose reading was 500mg/dl. Troubleshooting was performed, and the insulin pump alarmed. It was stated that the drive support cap appears normal. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.